Event description:
Squamous carcinoma.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report submitted in response to mw5112545. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: a2 (age at the time of event).